Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. Unable to verify for an unexpected restart alarm and battery out of limit alarm due to no act button response. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump gave an unexpected restart alarm and could not be cleared. Customer does not recall any significant events leading to the error, except that it happened during a bolus attempt. Customer's blood glucose was 148 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.